Manufacturer narrative:
B5: clarification: it was reported that the tubing leaked from the white connection in the line (previously reported as ¿leaking between the white connectors on the tubing¿). H10: the user facility submitted medwatch (B)(4) for this event (omitted on initial). Additional information was received for d4 (expiration date), h4, h6, and h10. H10: the devices were discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) clearlink system solution sets were leaking between the white connectors on the tubing. This was discovered during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.